Manufacturer narrative:
Concomitant medical products: product ID: 977a260: serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the leads migrated approximately one vertebral level down. There were no known circumstances led to the issue. An x-ray was taken. The device was reprogrammed and the issue was resolved. No further complications were reported.